Event description:
Corrosion between 40mm head and stem. Patient had elevated cobalt levels. Doctor says patient tested (B)(6) for (B)(6).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding altr involving a v40 cocr head was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Corrosion between 40mm head and stem. Patient had elevated cobalt levels. Doctor says patient tested positive for altr.